Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that an embolism occurred. A jetstream xc atherectomy catheter was being used for an atherectomy procedure in the superficial femoral artery (sfa). The catheter was being used over a non-bsc filterwire. While attempting to remove the filterwire, the filter broke, and the debris embolized. The physician did not believe that the incident was of any fault to the performance of the jetstream xc atherectomy catheter. There were no further patient complications and the patient status is good.